Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that prior to a cataract extraction with intraocular lens implant procedure the system locked and did not respond to commands. The system was restarted and the procedure was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There have been no additional complaints reported against the finish goods lot and the device history records (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. No further information was able to be obtained from this customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).